Event description:
Healthcare professional reported no complaint against right device. Healthcare professional later reported right side "rupture" of a saline device. Device has been explanted and replaced.

Manufacturer narrative:
Health impact-f2203-imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, yellow particle inside device and crease fold . Leak test was performed and found opening on posterior . A microscopic analysis was performed which identify crease smooth opening on posterior. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: -a crease smooth opening on posterior assessed to a fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.